Manufacturer narrative:
The hdl and ldl reagent lot numbers and expiration dates were requested, but not provided. The field service engineer found broken vacuum tubing on the rinse mechanism. The rinse tubing assembly was replaced. Mechanism checks, a photometer check, and precision studies were performed. The customer completed calibration and controls. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ldl_c ldl-cholesterol plus 2nd generation and a second patient sample tested with hdl-cholesterol gen.4 on a cobas 6000 c501 module. A doctor questioned the results for both samples. The samples were repeated on a second analyzer and these values were deemed correct. Amended reports were issued. It was asked, but it is not known if mg/dl or mmol/l was used as the unit of measure for both assays. The first sample initially resulted in an hdl value of 134 and it repeated as 41. The second sample initially resulted in an ldl value of 0 and it repeated as 93.